Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device change out this left ventricular (lv) lead was found dislodged. This lead was capped. Attempts to extract and replace were unsuccessful. A future epicaridal placement is planned. There were no adverse patient effects reported.